Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7079168/7079555.

Event description:
It was reported that the patients midline incision site dehisced after a nondevice related fall. The patient was prescribed with antibiotics. The patient underwent an explant procedure wherein all device components were removed. The patient was doing well postoperatively. The explanted devices were not returned as they were discarded by the medical facility.